Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the garment was too tight and was causing an irritation under the front therapy electrode. The irritation was just red, no allegations of any open skin. There was no alleged device malfunction contributing to the irritation. Patient reported their physician suggested calling for a larger garment and to leave the device off for a period of time after a shower. Follow up indicated that the larger garment was helping the irritation improve.